Manufacturer narrative:
Investigation summary: one used, decontaminated sample with an obturator, wedge, and red cap was received for evaluation. The number "6" was marked on the swivel connector, red cap, obturator handle and on the wedge. Visual inspection by the unaided eye and under normal plant lighting did not reveal any defects. Using a syringe, 5 ml of air was inserted into the inflation system. The cuff fully inflated. After determining the most asymmetric orientation, a verified ruler (brown dot) was used to measure the distance from the left-side edge of the cuff to the centerline of the shaft; it measured 8 mm. The distance from the right-side edge of the cuff to the centerline of the shaft was measured; it measured 12 mm. The cuff symmetry met manufacturing specifications. The customer's indicated failure could not be confirmed, and the root cause was undetermined. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No corrective actions are planned at this time.

Manufacturer narrative:
B3: date of event and d5: operator of device are unknown; no information has been provided to date. E1 additional phone number: +011(033) 05.56.21.18.20. E2: incorrect due to system limitations. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the the balloon inflates on one side only. There was no patient involvement and no patient harm/adverse event reported.